Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s mother), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that she had previously been told by the hospital that the meter was reading inaccurately and ¿was off by 25 points¿. She stated that at 9am on (B)(6) 2017, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of ¿534 mg/dl¿. The patient manages her diabetes with insulin pump therapy. The reporter stated that after obtaining the alleged inaccurate result, her daughter had continued with her usual diabetes management routine and administered 7 units of novolog insulin. She reported that about an hour later, the patient began having ¿convulsions and was jerking¿. The reporter stated that she had tried to put ¿icing into her mouth¿ and she gave her a glucagon injection. She reported that she was about to call 911, but her daughter started ¿coming to¿. She stated that she tested her daughter¿s blood glucose level on the subject meter and obtained an alleged inaccurately high result of ¿over 600 mg/dl¿ and then ¿72 mg/dl¿, compared to a result of ¿56 mg/dl¿ on a onetouch ultra2 meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The reporter described the correct testing steps and confirmed that an approved sample site had been used to obtain the blood samples. The reporter did not have control solution to test the meter and test strips at the time of the call, but indicated that she had previously tested with control solution and ¿the test strips were good¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Convulsions and jerking requiring third party intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter and injecting insulin.